Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient has complained that the 72r electrodes are itchy and causing muscle aches. The patient moved the electrodes to another area and will not continue to use the device because of these issues. The patient stated that the skin irritation is on the cervical area. The patient stated that after she removed the electrodes her skin is very itchy which lasts for about an hour. The patient stated that she used the electrodes for 8 hours a day and does not use the cover patches. The patient stated that there are no blisters or welts and that the electrodes are moved daily and changed every other day. The patient reported having muscle pain. The patient has been doing physical therapy for the past month and the muscle pain could be from that. The patient cleans the area with soap and water, no wipes. The patient does take blood pressure medication and has sensitive skin. The patient has no known allergies. The patient did not speak to her doctor but will be calling them. The patient will be doing the time test with the 63b electrodes. The 63b electrodes have been sent to the patient and the old product will be returned. The patient later reported that the 63b electrodes irritated her skin, the skin was red and itchy. The patient did not do the time test and stated that she spoke to her doctor and that the doctor told her to discontinue the use of the bone growth stimulator.

Event description:
It was reported that the patient has complained that the 72r electrodes are itchy and causing muscle aches. The patient moved the electrodes to another area and will not continue to use the device because of these issues. The patient stated that the skin irritation is on the cervical area. The patient stated that after she removed the electrodes her skin is very itchy which lasts for about an hour. The patient stated that she used the electrodes for 8 hours a day and does not use the cover patches. The patient stated that there are no blisters or welts and that the electrodes are moved daily and changed every other day. The patient reported having muscle pain. The patient has been doing physical therapy for the past month and the muscle pain could be from that. The patient cleans the area with soap and water, no wipes. The patient does take blood pressure medication and has sensitive skin. The patient has no known allergies. The patient did not speak to her doctor but will be calling them. The patient will be doing the time test with the 63b electrodes. The 63b electrodes have been sent to the patient and the old product will be returned. The patient later reported that the 63b electrodes irritated her skin, the skin was red and itchy. The patient did not do the time test and stated that she spoke to her doctor and that the doctor told her to discontinue the use of the bone growth stimulator.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation and pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. H6: component codes added 451-electrodes. H6: impact code added to 4648 - insufficient information. H6: clinical code added to 4545 - skin inflammation/ irritation. H6: clinical code added to 1994 - pain. H6: device code updated to 2682 - patient-device incompatibility . H6: investigation code added to 3331 - analysis of production records . H6: investigation code added to 4119 ¿ insufficient information available . H6: investigation findings code added to 3221- no findings available . H6: investigation conclusions code added to 4315 - cause not established. H6: device code updated to 2993: adverse event without identified device or use problem.